Event description:
Surgeon could not use handpiece because of a the tip alarm that occurred during the tip testing. The handpiece was not in contact with pt. The surgeon had to wait for loaner handpiece. There was no pt injury or death alleged. The event lead to a 2 hour 30 minute increase in surgery time. Additional info was requested and on (B)(6) 2014, the following was provided: it was confirmed that the pt was not injured and the tip alarm occurred when testing the tip. When the problem occured, the pt was already anesthetized. The pt had a craniotomy. The surgeon had to wait 2 hours 30 minutes for the loan handpiece. No other info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.